Manufacturer narrative:
A replacement power supply was sent to the customer. Though repeated attempts were made to contact the customer to get additional complaint info and to get the product back, they were all unsuccessful. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that she saw "visible smoke and spark" from the power supply for her pump and that the occasionally wraps the cord around the transformer housing. She indicated that the pump does not work with the power supply but works with the battery pack. No injuries were reported.